Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was not returned to zoll medical corporation for evaluation. However, the multifunction cable (mfc) was received. The customer's report for pads not recognized was not confirmed. The returned mfc cable showed no signs of damaged or fretting. It successfully pass testing using a known working device. There was no fault found with the mfc cable; it was scrapped after testing. The customer's report for no ECG signal was observed during review of the device data logs. Review of the logs showed the device powered on in pacer mode. The device prompted "ECG lead fault" and "multi-lead fault" messages, these messages are advisory messages that indicate improper lead connections to either the patient or the device. Possible reasons for this include poor coupling of the leads with the patient's skin, leads not properly attached to the device, placement, or a faulty cable. The ECG cable was not returned for evaluation. Review of the device activity log indicates the device did recognize the electrode pads during the event. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace an 81-year-old male patient, the device was unable to detect the attached electrode pads and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician connected another multifunction cable to the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace an 81-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician connected another multifunction cable to the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.